Event description:
Customer alleges the seat crack is on the left, back to front, and when sitting, the pressure spreads the crack. No injury alleged.

Manufacturer narrative:
No RMA has been initiated for this issue. Model 9630-4, serial number/date code, and age of product are unknown at this time. The owner's manual part number 1148075 was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions, or instructions, then they should contact invacare. The consumer is an (B)(6). The consumer's medical condition, stability, and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The consumer stated that the commode seat has a crack on the left side from front to back. The pressure from sitting allegedly spreads the crack to 1/4 inch and pinches. The consumer has been using device for 10 years. Consumer contacted dealer and has received a replacement unit. No injury.